Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up and down arrow buttons on the insulin pump were sticking. As a result, the numbers were scrolling. Customer's blood glucose level was 92 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.